Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold due to dislodgement. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.